Event description:
The cap covering the spike of the microtek medical inc. Medi-plast vial decanters comes off in the packaging. Unable to use the vial decanter aseptically because the spike is compromised with the cover off.